Event description:
It was reported that the patient had left arm edema that would not go away. The physician explanted the leads and re-implanted the new leads on the right side. The edema was resolved with the lead extraction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, there was apparent explant damage and the lead was stretched.